Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. What tissue was the vicryl suture on in (B)(6) 2017? What sutures were removed in (B)(6) 2017? Was tissue was vicryl suture used on in (B)(6) 2017? What is the patient surgeon rationale for suture removal in (B)(6) 2107? Can the patient obtain operative report showing which tissue vicryl suture was used on? Can you obtain the patient surgeon name for our records? Does the patient authorize ethicon to contact the surgeon with questions? What is the patient surgeon opinion for the patient symptoms and relationship to vicryl placed in 2017?

Event description:
It was reported that the patient underwent a right breast re-operation procedure on (B)(6) 2017 and the suture was used internal. On (B)(6) 2017, it was removed the external suture in the nipple area and in the afternoon, it began an itch that resulted in breast inflammation. The breast was hot and reddened in the two areas where the internal suture was used. Initially, the patient was treated as a skin infection and the soft tissue with two antibiotics together, clindamycin 300 and bactrin forte for a period of seven days without any improvement. On day 8, bactrin forte was changed to rifampicin 300. For 21 days of using antibiotics, there was no improvement and the patient had no fever at any moment. After (B)(6) 2017, the patient was treated as an allergic reaction to the internal suture threads. The antibiotics were suspended and oral corticosteroids was prescribed until (B)(6) 2017. Dexamethasone improved notably the breast, inflammation was reduced and the skin color got better. On (B)(6) 2017, antihistamine fexofenadine was prescribed and itching along with redness persisted in the skin areas where internal suture was used. The patient received an intravenous dexamethasone on (B)(6) 2017, and once again the conditions improved, although the same symptoms still persist, but attenuated.